Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding an overprime - leak out of patient line, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) stated a little fluid came out of the top and the hp wanted to know if it was okay to use. The baxter technical service representative (tsr) advised a possible bubble could have caused the fluid to come out of the top and the tsr advised okay to use setup. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to continue therapy after the tsr told him it was okay to use the setup. He did not notice anything unusual with any of the supplies from that day. He only had one bag on the heater pan and the patient connector was not lower than the heater bag. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.